Event description:
It was reported the pt underwent treatment with a stent for intracranial atherosclerotic disease in the right middle cerebral artery (mca) in 2006. Pre-procedure stenosis with thrombus was 100% occluded, residual stenosis post procedure was 0%. About 5 days post procedure, the pt suffered an intracranial hemorrhage and subsequently expired the same day. The pt's cause of death was determined to be the result of the intracranial hemorrhage, however, the cause of the hemorrhage is unk.

Manufacturer narrative:
Unk as the model and lot number was not disclosed. No device malfunction was alleged.